Event description:
Clinical operative notes state the patient was revised due to progressive hip pain, and a loose acetabular component. It was noted that upon entry into the joint there was blood-tinged synovial fluid and moderate metallosis induced synovitis. (Left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.